Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 48 mg/dl and was asymptomatic. She did not check a finger stick reading and eventually passed out while in the kitchen. She could not recall how long she was passed out but once she regained consciousness she called an ambulance. The patient reportedly broke her leg during the incident. When paramedics arrived, they put a splint on her leg and she was taken to the hospital. At the hospital, a nurse checked the patient's bg and stated it was 30 point different from the cgm (no values were provided). The patient had an x-ray for her leg and was treated during her hospital stay (treatment details were not provided). The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.